Event description:
Pt required glaucoma valve procedure on 5/13/96. Dr performed this procedure using a dura-guard patch. The pt experienced conjunctival thinning over the dura-guard graft. On 8/27/96, the dura-guard patch was removed.